Manufacturer narrative:
Investigation is ongoing. H3 other text : remains implanted.

Event description:
Per report received from japan, a patient who had undergone a mitral valve replacement (mvr), underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 20mm sapien 3 ultra resilia (s3ur) valve. At the end of the procedure, trivial pvl was observed. After the procedure (date unknown), hemolytic anemia was observed. The result of the blood test was unknown. The trivial pvl still remained. It was suspected that the hemolytic anemia was caused by the replaced mitral valve and the pvl of the s3ur valve. On postoperative day 13, post dilation was performed.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for "deployed valve exhibits paravalvular leak" was unable to be confirmed due to unavailability of relevant imagery and/or medical record. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU revealed no inadequacies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The procedural training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. As reported, the patient "received a 20mm sapien 3 ultra resilia (s3ur) valve. The degree of calcification of the native valve was moderate, and the size of annular area was 342mm2. The valve was deployed with 1 ml more than nominal volume and landed 100:0 aortic/ventricular position as intended. At the end of the procedure, trivial pvl was observed." As noted, patient had valve area 342 mm2, which was within the recommendation range for thv size 20mm, so the potential root cause of undersized thv was eliminated. In addition, as noted, patient had moderate aortic valve calcification. Bulky calcification can create irregular contact between the pvl skirt and target site (native annulus), resulting in paravalvular leak. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.